Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated 47 months post implant. The patient was admitted to the hospital with heart palpitations. Attempts to interrogate the device were unsuccessful. A surface electrogram showed the device was pacing vvi, however it was previously prgrammed to ddd. The device was explanted. A new ICD was successfully implanted.